Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) provided troubleshooting to the health care professional (hcp) and the communicator being used was restarted and still no interrogation could be made. Tachy therapy for the device was turned off. This pacemaker remains in service. No adverse patient effects were reported.